Manufacturer narrative:
All information provided by manufacturer, no medwatch for was received.

Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead remains implanted and will be monitored.